Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported a leak from the cartridge chemistry sample probe collar wash on the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to check the line and fitting and to push the line further on the connector. Customer primed the probe and no further leaks were observed. Customer then removed and trimmed the fluid line and reinstalled itl on the wash collar. Customer prime the sample probe and again, no leaks were observed. This service resolved the issue.